Manufacturer narrative:
On november 15, 2021, the mentor failure analysis lab received the device for evaluation. On november 16, 2021, mentor received additional information indicating that the patient also underwent left breast complete capsulectomy, pocket revision with drain placement and left breast implant replacement with a 425cc mentor memorygel breast implant (catalog: 3504254bc lot: 9623198 sn: (B)(6)). On november 20, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient, who's undergone primary breast augmentation with two 425cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.